Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal section of the pipeline failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured, left aneurysm with a max diameter of 7mm and a 20mm neck diameter, and a landing zone of 3.75x3.5mm. It was noted the patient's vessel tortuosity was severe. It was reported that the first two of three pipelines were well expanded when releasing the stent, but the last pipeline was kinked and the proximal section could not open. The pipeline was not positioned in a bend, more than 50% was deployed when it failed to open, it was re-sheathed more than two times, and no additional steps or other devices were used to try and open the pipeline. After several attempts to drag it, the stent was opened. However, the stent was warped, and the physician considered that the shape may influence the ability to attach to the vessel wall. The pipeline was retrieved and withdrawn from the patient's body, and a new stent was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a terumo sheath, navien guide catheter, and marksman microcatheter.